Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) failed power up failure #6. There was no patient involvement.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) stated he attended the site and located the system to be inspected, performed visual inspection around the unit, logged into the service mode and retrieved error logs. Dismantled the system refitted the video generating board and performed cleaning process as per getinge recommendation. He inspected the system as per getinge specifications, everything worked as normal. Tested the unit to as/nzs3551 and manufacture specifications and the unit was returned back to service fully functional.

Event description:
N/a.